Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
This supplemental report is being filed to include device analysis information.

Event description:
It was reported that this pacemaker as found to be depleting faster than expected. The patient had been seen in february and the longevity remaining was 10 years. At the most recent follow-up, however, the longevity remaining decreased to 5 and a half years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Additional surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.